Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during follow-up the cta showed the aortic cuff and the bifurcated stent graft became separated by 4 cm and the cuff migrated from the main body. The physician decided to place an endurant 36/14/102 aui and extended with a 16/16/93 endurant stent into the right limb of the aneurx. A talent occluder was placed on the left followed by a fem-fem bypass procedure. Upon final angio no endoleak was present. Per the physician's statement the cause is unknown. No additional clinical sequelae were reported and the patient is fine.